Event description:
Potential for injury associated with the right side footplate being broken on a tdxsp power chair. This event can cause the user's legs to not have needed support and the user could slide or fall out of the chair.